Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a clogged nozzle and black foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the nozzle is clogged due to a black foreign material. In addition, based on the results of the investigation, olympus confirmed a black foreign material in the nozzle of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.